Event description:
It was reported that on 2014, the patient underwent the surgery with the g3 long nail for pathological fracture (myeloma). Afterwards, the fracture part was non-union. When using g3 long nail, the surgeon used bone cement for the bone fracture part. (B)(6) 2015, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by (B)(6) 2015.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown g3 long nail. Device will not be returned as it was discarded. If additional information becomes available it will be provided on a supplemental report. Device was discarded.